Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements of 2003 ohms. Technical services (ts) noted this has been a slow and gradual rise over the last year. High capture thresholds were also observed. No evidence of noise was observed on the recorded electrograms (egms). No adverse patient effects were reported. This lead remains in service.